Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 04/27/2023. An investigation was conducted on 05/10/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock was on, which prevents the white plunger from being depressed. The seal was observed in the loading device window. The seal was observed to be slightly unraveled on the outer rungs of the seal. A mechanical evaluation was conducted. The delivery device was removed from the loading device with the seal and tension spring assembly remaining inside the loading device. The seal and tension spring assembly were removed from the loading device with no visual or physical difficulties observed. The seal was observed to be cracked on the outer rungs of the seal. No other visual defects were observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "premature activation" was not confirmed, however the analyzed failures "fitting problem" and "cracked seal" was observed. The lot #3000256877 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure hst iii system (3.8mm) misfired during seal deployment. They used another one that failed as well and had to use a third one to finish the case. Blue locks were engaged. The plunger was all the way pressed in. There was no patient harm reported and there was a procedural delay due to opening/using the new kits.